Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 4.50mm x 6mm nc emerge balloon catheter, a 2.75mm x 15mm nc emerge balloon catheter, and a 3.00mm x 12mm nc emerge balloon catheter were used during the procedure. However, during inflation, all three balloons ruptured. The devices were removed, and no patient complications were reported.